Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined the cause of the failure to be a broken off filter, designator fl29.

Event description:
During an inspection, it was reported that the device failed the user test and illuminated the service light. The facility biomed found that the device gave the abnormal energy delivered message and delivered 125j for a 200j energy setting. There was no patient use associated with the event.